Event description:
Customer requested assistance with programming his meter ID into the insulin pump. The meter ID was successfully set up. Customer checked his blood glucose and reported a reading of 510 mg/dl. Customer attempted to treat with the insulin pump and received a no delivery alarm. Customer was going to treat with a manual injection but check his bg again and it was then 285 mg/dl. Customer stated that his readings will fluctuate that way. He checked again and it went to 369 mg/dl in a matter of 10 minutes. Customer did another reading and blood glucose was 600 mg/dl. He felt little dizzy and requested that 911 was called. Customer felt confused and asked if he could take glucose tablets or drink juice; he was advised not to because he was running high. It was confirmed that the customer had put them in his mouth for about 10 seconds and spit them out. The paramedics arrived and confirmed that blood glucose was down to 102 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.